Manufacturer narrative:
The local area sales representative was contacted for additional information regarding device explant and no further information was provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.